Event description:
It was reported that a patient underwent an atrial fibrillation ablation with two qdot micro catheters and the patient experienced a cardiac tamponade that required pericardiocentesis. First it was reported that the ngen had error electrode temp slope too high. The catheter cable was replaced but the issue did not resolve. The catheter was replaced and the issue resolved. The temperature cut-off was exceeded and the system stopped the ablation. It was also noted that the octaray 5-6 electrodes had a signal on it at all times. It displayed even when the catheter was inserted in an isolated vein. When the catheter is moved the electrograms displays stronger voltage when moved into the heart. Except for the noise issue the hardware worked within specifications. Ablation was completed and when viewed using ultrasound a pericardial effusion was noted. The patient then had hypotension. A pericardiocentesis was performed and a drain was placed. No further intervention was planned. The patient improved; however, required extended hospitalization. The pericardial drain was removed on (B)(6)2024. The physician believed the cause of the adverse event was caused by transseptal portion of the procedure. There was no evidence of steam pop. The adverse event was assessed as MDR reportable under both the qdot micro catheters. The temperature issue was assessed as non MDR reportable. Since the generator stopped delivering radio frequency (rf), the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The signal issue was assessed as non MDR reportable. The risk to the patient was low.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (B)(6)2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter. First it was reported that the ngen had error electrode temp slope too high. The catheter cable was replaced but the issue did not resolve. The catheter was replaced and the issue resolved. The temperature cut-off was exceeded and the system stopped the ablation. Ablation was completed and when viewed using ultrasound a pericardial effusion was noted. The patient then had hypotension. A pericardiocentesis was performed and a drain was placed. No further intervention was planned. The patient improved; however, required extended hospitalization. The pericardial drain was removed on 14-dec-2024. The physician believed the cause of the adverse event was caused by transseptal portion of the procedure. There was no evidence of steam pop. The device evaluation was completed on 08-jan-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event and the temperature issue reported remains unknown. Other circumstances or issues may have occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states the following recommendations: ¿careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. ¿when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).